Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing and high threshold. Episodes of noise reversion and lead fracture was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.